Event description:
A customer reported that during surgery, a fuse in the system blew. The system was exchanged and the surgery was completed with no harm to the pt.

Manufacturer narrative:
The company rep examined the system and replaced the 12 volt and 24 volt power supplies and the power distribution pcb (printed circuit board). The system was then tested and met all product specifications. The replaced power supplies and the power distribution pcb have returned for in-house eval, but the eval hasn't been completed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).